Manufacturer narrative:
(B)(4). Product code is class 1, therefore this device model is exempt from FDA 510(k). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since jan 2013. The retrospective assessment of this event prompted pentax medical to file this report. (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report received by (B)(6) located in the (B)(6) stating "(B)(6) female patient with dental abscess requiring incision and drainage was listed on the emergency list, patient required awake fibreoptic intubation nasally because of sever trismus and limited mouth opening, awake fibreoptic was performed very easily and once the scope was in trachea, size 6.0 nasal ett was passed over the scope into the trachea, on attempting to remove the scope from the tube, it was jammed together and after repeated attempt the scope came out, but the black rubber top piece became detached and stayed inside the top of the ett tube, this was held by another anaesthetist and withdrawn with the scope, and patient connected to the anaesthetic machine and ventilated with no problems," involving pentax model fi-10bs/serial (B)(4). The device involved in the event was returned to pentax (B)(4) for evaluation. Pentax (B)(4) performed an investigation and concluded the following: "the investigation of the affected device (pentax fi-10bs bronchoscope) was carried out immediately and revealed the following: the so called "insertion flexible tube" of the pentax fi-10bs bronchoscope was crushed. The integrity and the functionality of the device was severely impacted. This finally led to the endoscope being blocked in the endo tracheal tube that was used in combination with our device. Such crush / damage can definitely not happen during any procedure carried out at a patient. From what we have seen this crush must have occurred already some time ago, maybe during previous reprocessing or storage prior to this procedure. As per our IFU [ ]. The user must perform an inspection prior to use in order to make sure the device is in proper condition and fully operational. Any damage like this crush would be clearly identifiable if such inspection would have been carried out as required. According to the repair history the device has received regular maintenance. The last repair was carried out on (B)(6) 2013 at our workshop. We have identified a user error as root cause for this event. We like to emphasise that the device was not in operational condition prior to use."

Manufacturer narrative:
Hoya corporation pentax (B)(4) office, specification developer, registration no. 9610877 pentax of america, inc., importer, registration no. 2518897. Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax (B)(4) office (exemption number e2015036).

Event description:
On 26/oct/2016, a device history review was performed which confirmed the scope was manufactured under normal conditions, passed all required inspections, and was released accordingly. In addition, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. No further information has been received for this event, therefore pentax medical considers this medwatch report closed.